Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to detect a therapy cable connection. Physio determined the cause of the failure to be a disconnected pcb mounted jack connector, j23, to the therapy pcb assembly. Physio reseated the connection and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would not recognize a therapy cable connection. The device would not be available to deliver defibrillation therapy in the reported condition. There was no pt use associated with the event.